Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not reviewed because it was not revealing to analyze the history log of this fault and as a precaution, the device has not been connected to the mains power. The reported device was received in brézins for investigation. According to our investigation, it was not possible to switch on the device and, as a precaution, it was not connected to the mains supply in view of the fault reported, so no reproducible test was carried out. The device was opened and an internal check revealed burn marks on the pins of the power supply board. For this complaint, the root cause of the reported issue is probably link to a defective power supply board and replacement of the power kit and the power supply cable is required as repair action. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: n/a.

Event description:
The following has been reported: customer reports device has smoked and smells charred. Device is under warranty. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.